Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was a missing sensor wire. No product was provided for evaluation. Confirmation of the reported missing sensor wire could not be determined. A probable cause could not be determined. No additional event or patient information is available.